Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It was reported that five months post implant of the ventralex st, the patient underwent an additional surgery to repair the hernia mesh and remove adhesions. It is not known if the ventralex st patch was explanted at this time, or remained implanted. With the limited information provided it is unclear at this time what is meant by "hernia mesh defect." In regards to adhesions, adhesions are listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum to the initial report. This supplemental emdr is being sent to provide the correct 510k number (sec g5). With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Hernia recurrence and adhesions are known inherent risks of surgery/use of the device. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a epigastric hernia. A ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia mesh defect and remove adhesions. The attorney alleges the patient was severely and permanently injured. Addendum per additional information provided: attorney alleges that the patient experienced recurrence, debilitating pain, and emotional injuries. Per provided medical records: (B)(6) 2015 - patient was diagnosed with epigastric hernia was underwent laparoscopic repair. Per operative report details, "I was able to identify the epigastric hernia. It appeared to be right at the end where the falciform ligament was...I elected to do a 3.2-inch bard/davol ventralex st mesh... I then used the bard/davol sorbafix to secure it to the posterior abdominal wall". (B)(6) 2015 - patient had abdominal pain and underwent surgical procedure including laparoscopy, lysis of adhesions and re-tacking of the previous graft. Per operative report details, "the previous graft in good position, but had a lot of omental attachments down it. I then put a #5 port in laterally in the left lower quadrant, and used that to take the adhesions down. Cleared the graft off nicely". The surgeon used a suture passer, making a small incision counter to that, popped the suture passer through the abdominal wall and graft, grabbed with a 0 vicryl suture, and then looped it around and pulled it back through the graft, snugged it up nicely. The graft itself was intact.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It was reported that five months post implant of the ventralex st, the patient underwent an additional surgery to repair the hernia mesh and remove adhesions. It is not known if the ventralex st patch was explanted at this time, or remained implanted. With the limited information provided it is unclear at this time what is meant by "hernia mesh defect." In regards to adhesions, adhesions are listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a epigastric hernia. A ventralex st hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia mesh defect and remove adhesions. The attorney alleges the patient was severely and permanently injured.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide the correct 510k number. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.